Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient was not receiving alerts on the g5 mobile application. No medical intervention was reported. Additional event or patient information is not available. Data provided for evaluation. The reported event of not receiving alerts on the g5 mobile application could not be confirmed. A root cause could not be determined.